Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - able to establish contact with customer's husband and stated customer's condition improved.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. Nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 500mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of rapid breathing, in going and out of consciousness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/26/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer condition improved - able to establish contact with customer's husband and stated customer's condition improved.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. Nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 500mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of rapid breathing, in going and out of consciousness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/26/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.